Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, based on the reported information, during advancement, the physician was unable to clearly visualize the sheath due to the amount of calcium in the anatomy, which resulted in inadvertent deployment of the stent in the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, chronic totally occluded lesion in the left superficial femoral artery. When the physician deployed the supera peripheral stent system, it was inadvertently deployed inside the sheath. When the sheath was removed, the deployed stent came out with the sheath. There was no problem with the deployment mechanism; however the sheath was not able to be clearly visualized due to the amount of calcium in the vessel. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.